Manufacturer narrative:
Other applicable components are: product ID: 9735824, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. The electromagnetic localization controller was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an ear, nose & throat (ent)/neuro intracranial procedure. It was reported that the site was getting a "localizer not connected" error upon bootup. Navigation was abandoned for the case as the site did not feel it was necessary for the procedure. The next day, the system was rebooted, and everything was reconnected including the emitter. The localizer was still not connected, but when going through software tasks the connection intermittently showed green on the "equipment" task. Using another emitter also showed localizer not connected. It was indicated that the probable cause of the issue was the electromagnetic localization controller. There was a 20-30 minute delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
The controller with lot number 603000760 was returned to medtronic for analysis. Analysis revealed that the issue could not be replicated. The controller was connected to a test system for a multi-day burn in test and it functioned normally without any failures. If information is provided in the future, a supplemental report will be issued.